Manufacturer narrative:
Device had unresponsive esc and act buttons due to moisture damage electronic assembly. Unable to perform operating currents, self-test, a21 error test, and displacement test or verify low battery alarm due to unresponsive button. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump escape button was not responding and also got stuck button alarm. Customer stated insulin pump received error and no longer responding. Customer stated they went to swimming with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.